Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was not known. The customer drank juice, ate peanut butter crackers, and disconnected from her site. She received assistance from a nurse at urgent care, who provided peanut butter crackers and a gatorade. Recommendation was made to consult with a healthcare provider to discuss diabetes management.